Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to connect the tandem wall adapter to a functional outlet and leave it plugged in for at least 30 minutes to see if the pump would start charging. Customer continued using the pump for insulin therapy.